Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the suction channel of the universal cord and in the biopsy channel, however, the specific material could not be identified. Additionally, the cause could not be specified. There were no reported deviations from the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. It is unknown if the scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge, and the forceps channel was brushed. It was further noted that seiken's espal is used for the washing machine and there could be an oxide film formed by "secrin". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a remote switch malfunction while using the evis lucera gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found to be coming out of the channel tube; due to clogging of the universal cord, foreign objects came out of the suction port. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was found to be foreign material coming out of the channel tube; due to clogging of the universal cord, foreign objects came out of the suction port. Additional findings include the following: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value, the bending section cover had a scratch, the adhesive on the bending section cover had a chip; the suction cylinder was shaved, and because the suction cylinder was shaved, suction volume did not meet the standard value, the light guide (lg) bundle was slipping down, the adhesive around the lg lens was peeled, the connecting tube had a dent, a scratch, and was discolored and wrinkled; due to the adhesive peeling around the objective lens, and a streak of flare appeared in the image. Also, the scope connector cover had a scratch, the switch box had a scratch, the protector of the universal cord on the scope connector had a scratch, the lock engagement lever had a scratch, the lock engagement knob had a scratch, the up/down knob had corrosion and was scratched, the right//left knob had a scratch, the forceps channel port was shaved, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.